Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 7:30am. The patient manages her diabetes with insulin pump therapy; however, it is not clear what action the patient took in response to the reported meter issue. According to the csr¿s documentation, an hour after the product issue occurred, the patient reportedly developed symptoms of thirst and frequent urination. The patient, however, denied receiving any form of medical intervention after the reported power issue occurred. At the time of troubleshooting, the csr confirmed the patient was using the correct test strips at the time the alleged issue occurred, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.